Event description:
An office manager reported that following intraocular lens (iol) implant surgery, a patient had a secondary surgery to remove a foreign body from the lens. She stated the patient could see the foreign body, and "is doing fine" after the procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no lens or additional components were returned. Results from the product history record review indicated the product met release criteria. A labelled specimen container containing what appeared to be a human hair adhered to red adhesive tape was returned. We are unable to confirm the origin of the foreign material and whether it occurred during the manufacturing process or in the customer's facility. There have been no other complaints reported in the lot number. Additional information was requested on 03/15/2012 and 03/29/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).